Manufacturer narrative:
A ge representative evaluated the system and replaced the left monitor. The system operates as intended.

Event description:
The customer reported the left monitor is not working. No patient injury was reported.